Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that the remaining estimated longevity of the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device increased from 57% to 65% on a single day. The longevity data from the device was subsequently found to be erased. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. However, the analysis found a patient data (pd) error related to corruption in the patient data. Tech services discussed the issue and suggested to keep monitoring the patient as it would not affect critical therapy delivery. This s-ICD remains in service. No adverse patient effects were reported.